Event description:
This was a lead extraction case performed in the hybrid or to remove 1 cardiac lead (rv, sjm 1581, implanted in 2005) due to noise, being non-functional, and thrombosis/venous stenosis. The physician began extraction using a 16f slsii catheter. During the procedure, the svc became lacerated. A sternotomy was performed and the svc laceration was repaired. The patient recovered and was discharged.